Manufacturer narrative:
One actual sample was received for evaluation in opened pouches. A visual inspection with the naked eye noted scratch marks on the external flat surface of the returned sample. All dimensions of the sample was measured with no issues noted. Functional testing, including leak testing was performed with no issues noted. However, it was noted that it was difficult to thread the titanium adaptor onto the titanium sleeve. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During a sample evaluation of a returned titanium adapter, it was discovered that it was difficult to thread the titanium adaptor onto the titanium sleeve. The set had been returned for evaluation after the customer observed an issue during setup/preparation. There was no patient injury or medical intervention associated with this event. No additional information is available.